Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem. The fse reviewed the system log and identified error 32100. The 32100 error was pointing to the axes controller setup (acu) board of proximal set up joint (suj) 3. The fse replaced the proximal suj to resolve the reported problem. The system was tested and verified as ready for use. The proximal suj has been returned for evaluation, but the product analysis has not yet been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following completion of the analysis. A review of the procedure log with the information provided shows the system was used on (B)(6) 2022 on system sk3354 for simple prostatectomy procedure. The system logs were reviewed/analyzed as part of the fse's investigation. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: a universal surgical manipulator (usm) was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using the other arms. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer called in to report that the system generated a non-recoverable 26002 fault on universal surgical manipulator (usm) 3. The fault occurred after the customer installed the instrument arm drape and instrument. The customer reported that system functionality was checked prior to use, and no errors were noted. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer reboot the system; however, the fault persisted. The customer then elected to continue the procedure with the other three usms. There was no reported injury. On 30-may-2022, isi performed follow-up and obtained the following additional information regarding the reported event: the site completed the procedure successfully with the remaining usms.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the set up joint (suj) involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce the reported failure of error 26002. After failing the node check, a golden axes controller setup (acu) was installed on the unit, which passed all tests that were performed on the psc (patient side cart) fixture test platform (pftp). The acu would be replaced as a fix to the reported problem. The root cause was a component failure.

Event description:
Refer to h10/h11 for follow-up information.